Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device #1 proglide part# 12673-03, lot# 890106h, is being filed under a separate medwatch manufacturer report number. The customer reported the device was discarded. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Event description:
It was reported that a physician trained in the use of the device attempted pre-close placement of the perclose proglide device sutures in the contralateral and ipsilateral arteriotomy sites prior to an interventional procedure. Reportedly, during suture placement in the left common femoral artery, when the needle plunger was removed, there was no suture attached to the needles. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. Reportedly, during suture placement in the right common femoral artery, when the needle plunger was removed, there was no suture attached to the needles. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported patient adverse effects. Though requested, no additional information was provided.